Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room with syncope. Upon interrogation, the right ventricular lead exhibited noise and insulation anomaly. Programming changes were made and the lead was capped on (B)(6) 2018. Patient was implanted with a new system on the opposite side. Patient was dong fine.